Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had severe tricuspid regurgitation, and the atrial lead kept dislodging. When finally getting it placed, no atrial signals were seen in the atrium. The pacing system analyzer cable was replaced and a new atrial lead was placed during troubleshooting. There were still no atrial signals seen. The atrial lead was removed and a single chamber pacemaker was implanted. There were no patient consequences. Related manufacturer reference number: 2017865-2019-16575.